Event description:
This report is based on information received through a medsun voluntary report with uf/importer report#: (B)(4) and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that the v60 device would not register the patient's spontaneous breaths while in continuous positive airway pressure (CPAP) mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no allegation of harm to the patient or user. The device was swapped out with a different device. No further medical intervention provided to the patient, nor a delay to therapy was noted.

Manufacturer narrative:
Per good faith effort (gfe), it was confirmed that the device¿s prescription settings and alarm threshold settings were CPAP 10, fio2 55%, alarms on, backup mode on, alarm volume 7, press max. 30, ve min 2, vt min 200, rr min 8, rr max 40, apnea sec. 20. There was no additional medical intervention provided, no medication delivered, and no setting changes were made. The respiratory therapist (rt) set up the patient on v60 in CPAP mode. The rt noticed that the v60 would not register spontaneous breaths while in CPAP mode, so they took it off the patient and replaced it with another v60. Service personnel evaluated the affected v60 and observed normal functionality. The rt was asked whether the wrong mask port setting was selected when initially setting up the v-60 for patient to use. There were no alarms or messages that appeared on the device screen at the time of the event. The circuit configuration that was used was the fisher paykel rt 219 breathing circuit, fisher paykel hc 150 humidifier (including settings) and respironics dep, w/ filter exhalation. There was no high flow nasal cannula used. The customer was unable to obtain event log data for the date that this event occurred (nov. 4, 2024). The v60 user manual indicates that the recommended humidifier to be used is the fisher &paykel mr850 humidifier. The hc 150 is not an approved humidifier to be used on a v60 device. Also, the rt 219 circuit is a heated circuit, which is incompatible with the hc 150. Based on information provided and service performed it was not confirmed that the unit did not meet product specifications. It has been determined that this issue was caused by user error. There was no problem found with the v60 device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.